Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a computed tomography (CT) scan of the chest/abdomen/pelvis that showed significant interval change in appearance of the pump housing and internal motor component. There was new, hyperdense material both within and along the aortic cannula near its connection to the motor suggestive of calcification and altered appearance of the left ventricular inflow conduit compared to prior CT. Findings were concerning for impending device dysfunction. There was soft tissue thickening along the course of the lvad drive line, but no discrete, drainable fluid collection. Log files were submitted for analysis that captured persistent pulsatility index (pi) events throughout the log, shortening the data capture to just several hours. There were no noted low flow trends in the periodic log.